Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the shell (not further specified) of a large volume intermate opened and the bag came out while unpacking the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the shell (not further specified) of a large volume intermate opened and the bag came out while unpacking the product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 01, 2021 - february 02, 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.